Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 38, 250, 230 mg/dl. The customer was treated low blood glucose by drinking juice. The customer stated that the low blood glucose was because, she over treated her high blood glucose. The customer just had a little upset stomach. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was not using auto mode. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. The insulin pump will not be returned for analysis.